Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. The x-rays within the article were reviewed per wi 7915 no implant fracture or disassociation noted. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: null. Device history batch: null. Device history review: null. (B(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿uncemented femoral stem design influences the occurrence rate of postoperative fractures after primary hip arthroplasty: a comparison of the image and profile stems¿ by elke van eynde, marc hendrickx, thierry scheerlinck, published by acta orthopaedica belgica (2010), vol. 76, pp. 189-198, was reviewed. This study compared the incidences of periprosthetic femoral fractures between 171 competitor stems and 207 depuy femoral stems implanted between 1989 and 2005 in patients over the age 65. Implanted depuy products: profile stem and unknown femoral head. The competitor stems and heads are not included in this complaint. Results: there were five profile periprosthetic fractures noted in the study. Four were the result of a fall caused by a loose femoral stem. One was caused when the patient was hit by a car- this patient is not included in the complaint because the periprosthetic fracture was not attributed to the stem. The patients are detailed in the attached guidance document labeled case 1, case 2, case 4, case 5, and case 6. Case one is included in the parent (B)(4). Captured in this complaint: profile femoral stem and unknown femoral head. There was no reported product problem with the femoral head, therefore the femoral head is not reportable. Male patient implanted with a profile stem (neck length +8.5) and unknown femoral head revised 6.85 years after index surgery due to periprosthetic femoral fracture due to fall. Loose stem confirmed intraoperatively.